Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 2mm x 3mm in size. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no external damage to the shaft. The housing was removed for inspection and found no damage within the instrument's housing. Input disks articulated with no issues. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the tip of the monopolar curved scissors was broken. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.